Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a unable to open drawer and cubie. The customer reported that able to get medications from another station there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some drawers and cubies could not open and close. A field service engineer (fse) found the half-height drawer 5.2 position sensor failed in hardware test application (hta) mode. The field service engineer replaced the position sensor, and the magnetic strip was detached entirely. The field service engineer replaced the backup battery, dusted the e drawer, installed a rear bumper kit and network plugs, and checked all cabling. The half-height drawers 4.1 and 4.2 were replaced and properly configured to resolve the issue. The system functioned as intended after the field service engineer repaired the device.